Manufacturer narrative:
The ddbc3d1 ICD implanted: (B)(6) 2016; 1688tc lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance out of range on the high voltage coils. The rv lead was removed. No patient complications have been reported as a result of this event.